Manufacturer narrative:
A field service engineer found that the device had a lack of amplitude or no amplitude at settings of 30% and lower in combination with a 36 khz handpiece. The device history record documentation was reviewed and no anomalies that could be associated with the complaint incident was observed. The complaint was verified as valid. UDI: (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that during a "nch" procedure the cusaexcel9 cusa excel w/ console 220v ac with footswitch did not function under 30% amplitude on (B)(6) 2019. They also reported the same problem with "hepato", but the problem seem to be resolved at a higher amplitude and switching of tissue select. There was patient contact but no patient injury reported. Additional information was received on 04oct2019 indicating that there was approximately 30 minutes increase in surgery time (time to figure out that they should go to a higher amplitude). No other information was provided.